Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of over 400 mg/dl. The cause of the elevated bg level was unknown. Bg was addressed via intravenous insulin and saline. Reportedly, the customer left the ER 7 hours later with the issue resolved and no permanent damage.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.